Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that error 32098 on the blmc (brushless motor controller) occurred and was reported by the axes controller motor (acm) in usm 4. The fse replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 32098 pointing to the usm 4 brushless motor controller related to the reported complaint. An event verification confirmed the malignant procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the customer experienced multiple recoverable errors on the universal surgical manipulator (usm) 4 while docking. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed errors 32098 pointing to the usm 4 brushless motor controller. An isi tse walked the customer through a hard power cycle and the system booted up normal without errors. An usm4 was docked and the instruments were installed. The customer called back during the same procedure and the errors 32098 returned. The customer opted to continue to recover fault and/or use the system with only 3 usm's. The customer had restarted the system and the errors came back. The customer disabled the usm 4 and continued the procedure with remaining 3 usm's. The procedure was completed with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation found that the reported failure of "error 32098" was confirmed but not replicated. When the unit tested on an in-house system, it passed normal mode. The remote fe logged errors of 32100 & 32098 point to axes controller motor (acm). The unit tested on pftp, it passed all the required test. The acm printed circuit assembly (pca) will be replaced as a fix to the reported problem.